Event description:
On (B)(6) 2025, the user reported experiencing frequent low blood glucose events. Device data review showed 69.1% time in range, 0.6% low, and 0.0% very low over the prior 30 days. Follow-up attempts were made on 08/05/2025, 08/08/2025, and 08/12/2025 to gather additional details, but the user was unreachable. No further information was obtained.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.